Event description:
It was reported that in the statlock the axis was off. The device had two layers, but the top layer came off. Per additional information received from the ibc via email on 18aug2020, it was flaking.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted that one opened nasogastric statlock was received. Visual evaluation noted the two layers of the pad were not adhered together. Both the layers feel dry on both the sides with no evidence of a seal. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to folding block not adjusted to the position. The product was not used for the diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock device with alcohol or acetone, both can weaken bonding of components and the statlock device pad adherence." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in statlock the axis was off. It stated device had two layers, but the top layer came off. Per additional information received from ibc via mail on 18 aug 2020, it was flaking.